Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter-defibrillator (B)(6) 2012; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency room as they were not feeling "right;" it was noted that the patient had received appropriate therapy during an episode of ventricular tachycardia/ventricular fibrillation a few days prior. It was also re ported that the atrial lead was undersensing intermittently during an episode of ventricular fibrillation. The lead remains in use. No further patient complications have been reported as a result of this event.